Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the tip was peeled, exposing the corewire by approximately 0.1cm. The corewire tip was not exposed. The peeled segment was not returned and there was no evidence of core wire fracture. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during the manufacturing process. The remaining pebax had a straight cut which was consistent with damage due to mechanical causes. The complaint is not consistent with the returned guidewire since the distal tip was peeled and the corewire tip was not exposed. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03066, 3005099803-2015-03067, 3005099803-2015-03068 and 3005099803-2015-03069 for the other associated device information. It was reported to boston scientific corporation that four jagwire guidewires were used during a stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip of the jagwire detached in the bile duct, exposing the tip of the metal corewire. Three more jagwire guidewires were used and during the procedure, the hydrophilic tips detached in the bile duct, exposing the tips of the metal corewires. No intervention was performed to retrieve the detached guidewire tips from the patient. The procedure was completed with a fifth jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of distal tip detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03066, 3005099803-2015-03067, 3005099803-2015-03068 and 3005099803-2015-03069 for the other associated device information. It was reported to boston scientific corporation that four jagwire guidewires were used during a stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip of the jagwire detached in the bile duct, exposing the tip of the metal corewire. Three more jagwire guidewires were used and during the procedure, the hydrophilic tips detached in the bile duct, exposing the tips of the metal corewires. No intervention was performed to retrieve the detached guidewire tips from the patient. The procedure was completed with a fifth jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.